Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer delivered correction boluses to treat elevated bg levels. Customer indicated that health care provider would be consulted to discuss possible factors that are affecting bg levels.